Event description:
Related manufacturer report number: 2017865-2024-69256. It was reported during remote follow up that the pacemaker exhibited functional under-sensing and the right ventricular lead was seen to be oversensing noise. No intervention was reported. There were no patient consequences.